Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed multiple no delivery alarms during her vacation. Customer went through 7 sets and was unable to use the device for 2 days. Customer's blood glucose was over 500 mg/dl during time of incident. Customer's blood glucose during time of call was 312 mg/dl. Customer treated her high blood glucose with insulin injections. After troubleshooting, customer was advised that the insulin pump was functioning as designed. Customer was advised to monitor the device. Customer was advised that the reservoirs and infusion sets will be replaced. Customer agreed to return the reservoirs for analysis.